Event description:
Small left apical pneumothorax was noted in post-op chest x-rays. Lead was successfully implanted and remains actively implanted, though this adverse event is labelled as ongoing. No right apical pneumothorax, pleural effusion, or other adverse patient side effects were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.